Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had recent high blood glucose levels and no delivery alarm. Blood glucose level at the time of the call was 544 mg/dl. Customer also reported a recent blood glucose level of 401 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. No product was replaced or returned for analysis.